Event description:
The following is based on the medical records received from the pt's treatment facility. This peritoneal dialysis (pd) pt's wife called the clinic complaining of feeling tired and weak. He was hospitalized for peritonitis.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related mdrs: 2937457-2014-00542 and 1713747-2014-99943.